Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was unable to be duplicated. Logs did show when the error happened, but it did not point to any hardware issue. The user was able to move forward after rebooting the system and was functioning without issue. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c19, fdc d14 are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site was unable to get the system to take a 3d image even after multiple reboots. There was no patient involvement.